Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009). According to the complainant, during the procedure once the device was inserted into the scope, the jaws were found to open only slightly. The device was closed and removed along with the scope to prevent damage. Upon removal of the forceps from the scope the jaws broke apart. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were not pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.